Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 20 x 4.00 promus elite drug eluting stent was advanced for treatment. However, during the procedure, the shaft broke. The device was pulled out and the procedure was completed with a different device. There were no patient complications reported.